Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Without a lot number the device history records review could not be completed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the device was sent to the supplier for evaluation. The complaint reported by the customer of poor image quality and the units not pairing could not be duplicated. Customer was unsure if transmitter or receiver held the problem. The transmitter was found to have fault and therefore this unit is being returned as complaint could not be duplicated. Service cleaned exterior of unit prior to return once all testing was complete. Manufacturing record evaluation was performed for the finished device s/n (B)(4) and no non-conformances were identified. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during a shoulder repair procedure two wireless videos had poor image quality. The sales rep stated that the secondary unit was turned off then back on and the units did not sync together and had to paired again. The sales rep stated that the image had poor quality and then corrected itself. The case was completed with a three minute delay to turn the devices off then on and then repair. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.